Manufacturer narrative:
(B)(4). One used lf5544 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue with sealing. The device was activated multiple times on porcine and simulated tissue, pressing the button in various locations to detect any sealing issues. All seal cycles were completed satisfactorily and end tones were heard each time. A visual seal effect was also observed for each application. The investigation found the device to function normally and within specifications for sealing. However, an alternative and non-contributing issue of damaged insulation was identified. Nothing in the manufacturing process has been found to cause or contribute to this issue. The investigation identified the root cause of the issue to be user error, where the insulation shows signs of damage with rough use or improper handling through a trocar. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation. Review of the device history records for this lot found no potentially contributing factors, and that it was released upon meeting all quality specifications.

Event description:
The customer reported that during a procedure, the device would not seal tissue. Regrasp alarms were heard indicating an incomplete seal. No patient injury occurred. Evaluation of the returned sample on (B)(6) 2016 found that the insulation is damaged.